Event description:
It was reported via our sales rep, that during surgery he noted that the surgeon appeared to have problems with the target device. During drilling with the lag screw step drill he noted that he came in contact with the nail. He stopped drilling and a new gamma kit was opened. With another target device, he completed the surgery.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.